Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP/bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed foam particles in the air path during the device evaluation and the device failed a test step negative flow during testing. The device's flow sensor assy, 100 tubing kit, motor blower assy, front case kit and base enclosure kit have been changed due to tobacco contamination.